Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: within both cornua of uterus"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy. Concurrent conditions included post-traumatic stress disorder, bipolar disorder, depression, migraine, fibromyalgia, restless leg syndrome, anxiety, fatigue, celiac disease, ovarian cyst, vomiting, diarrhea, syncope vasovagal and endometriosis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping"), the first episode of dyspareunia ("dyspareunia") and migraine ("migraines"). On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopy/hysterectomy (full) ((B)(6) 2016)) and surgery (laparoscopy/hysterectomy (full) ((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, migraine, vaginal haemorrhage, menorrhagia, nausea, the last episode of dyspareunia and weight decreased outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, nausea, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns 35 year old patient. Essure removal date was updated. Following events were added: migration of essure device location of device: within both cornua of uterus, abnormal bleeding (vaginal, menorrhagia), nausea, dyspareunia (painful sexual intercourse) and weight loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping"), dyspareunia ("dyspareunia"), migraine ("migraines") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, migraine and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.